Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several corrective actions, including tightening the t:lock and delivering boluses. The customer was advised to replace supplies as needed and continue insulin therapy.